Manufacturer narrative:
A partial lead in one piece was returned for analysis. The reported field event of varying high and low pacing lead impedance, varying capture thresholds, insulation abrasion due to subclavian crush¿ and noise were confirmed in the lab. Damage was noted at 28.0 ¿ 29.5 cm from the distal tip, consistent with clavicle crush damage. The optim sheath was undamaged but some lumens and the ptfe liner appear to be damaged in this location. The cause of the reported events is consistent with clavicular crush damage.

Event description:
It was reported that lead noise, varying high and low pacing lead impedance issue and varying capture threshold issue was observed on the rv lead. Patient was asymptomatic. Lead was explanted. Upon visual inspection of the explanted lead insulation abrasion due to subclavian crush was observed on the lead as well. A new device system was implanted. Patient was stable prior, during and post procedure in the recovery room.